Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer's blood glucose was 250 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and buttons were unresponsive. Customer also mentioned that he was running and the insulin pump was in side his pocket. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report. No button error alarm noted during failure analysis. Unit received with intermittent act button response due to corroded button keypad trace. No unexpected frozen screen or beeping anomaly noted. Time/clock works properly. The insulin pump had minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and cracked lcd window.